Manufacturer narrative:
(B)(4). Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related. The reported event was not confirmed. However, based on the information received, the root cause of this event is most likely due to operational context and patient's clinical condition. There has been no indication or allegation of a product malfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 7300tfx 27 mm bioprosthetic mitral valve (subject device) was explanted at implant due to av dissociation, secondary to sizing issues. The device was replaced with a 7300tfx 25 mm valve. The patient also had a 3300tfx 21 mm aortic valve implanted. This valve remains implanted. Per the operative report, this patient presented with mitral and aortic stenosis requiring valve replacement. The mitral valve was addressed first. It was noted that there was severe annular calcification. The annulus was minimally decalcified in the posterior segment and attempts to avoid av dissociation visualization was extremely poor until some more calcium was removed. Once the obstruction from the calcium was removed, sutures were placed circumferentially from the atrium under the ventricular side traversing or defect left from the calcium. She had a very thin atrium and dense severe mac which was very concerning for av dissociation. A 27 mm mitral valve was sutured into place. The aortic valve was then addressed. Stays were placed over each commissure revealing an extremely small root and appropriately position mitral valve. The native aortic valve was excised and the root was measured for a 19 m valve which was not considered adequate at this point. An aortic root enlargement was performed and the annulus was opened at the non coronary sinus over the left atrium. Cormatrix was then used to patch the annulus onto the aorta using standard technique. A 21 mm aortic valve was then sutured into place. The patient was weaned from cardiopulmonary bypass with no abnormalities noted in the mitral or aortic prosthesis. At this point, there was a large amount of bright red blood welling from the posterior portion of the heart. There was a large amount of av dissociation from the edge of where the valve had been sutured to the ventricular surface consistent with complete av dissociation. The 27 mm valve was explanted and the area was thoroughly decalcified at this time and a piece of cormatrix was used to patch the ventricle to the atrium. The explanted device was replaced with a 7300tfx 25 mm valve. The amount of av dissociation was quite large with a very thin area of pericardial fat being the only thing holding the atrium to the ventricle. The atrium was closed and large amounts of tacks seal and bio glue were placed over the area of dehiscence posteriorly which was severely calcified. De-airing was performed and large amounts of bleeding was noted from the posterior portion of the heart. Strips of felt were then used in attempt to buttress this repair. The patient continued to exsanguinate posteriorly from the heart. Alternative strategies were discussed and once all of these were exhausted, the decision was made to come off bypass without any pulsatile flow from the patient. The patient was decannulated and without any pulsatile flow was declared dead.

Manufacturer narrative:
Reference (B)(4).